Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00208 and MFR. Report # 3005099803-2012-00330). It was reported to boston scientific corporation that an autotome rx sphincterotomes and a dreamtome rx sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both the autotome and the dreamtome had paint detach from the blue distal tip. No paint fell inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that that the blue paint band was peeling/scraped.during manufacturing, tome devices are 100% inspected so the peeled paint is likely due to procedural factors. Therefore, the most probable root cause is operational context.the device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00208 and MFR. Report # 3005099803-2012-00330). It was reported to boston scientific corporation that an autotome rx sphincterotomes and a dreamtome rx sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both the autotome and the dreamtome had paint detach from the blue distal tip. No paint fell inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.